Event description:
Following a diagnostic procedure an angio-seal device was placed and hemostasis was successfully achieved. The pt ambulated at approximately 4.5 hours, at which time she felt a pain in her groin. A small hematoma (8cm x 4cm) was noted, therefore manual pressure was applied. The pt was admitted overnight for observation and was discharged the following morning with good pulses. A nurse who was present for this event reported that the physician may not have tamped the collagen firmly against the arteriotomy during the arteriotomy during the tamping stage of deployment; if this is the case, it is likely that a tight mechanical seal was not established, which therefore may have contributed to the event of the hematoma.